Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the incorrect values into the pump personal profile settings. Customer's blood glucose was 323 mg/dl. Tandem technical support assisted the customer with adjusted the settings. Customer delivered a bolus to address bg. Upon follow up, customer reported elevated bg had not resolved. Customer declined to remove and inspect the infusion set cannula and reportedly, customer discussed event with a healthcare provider.